Manufacturer narrative:
Batch review performed on 06-sep-2024: lot 2328494: (B)(4) items manufactured and released on 20-dec-2023. Expiration date: 2028-11-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Visual inspection performed by r&d project manager: no defect can be found on the implant. It is likely that the event was caused by factors that are independent from the screw (trajectory, tapping undersized, bone quality).

Event description:
Spinal fixation was performed at l4-s with myspine mc guide. After the tapping 6mm(under) at right side of s1, during the insertion of the pedicle screw, the patient bone broke. The surgeon changed the trajectory and replaced the screw with a new one (6 x 40mm). The surgery was completed successfully. The bone is reported to be sclerotic.